Manufacturer narrative:
At this time, the device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged shortly after its implant. The dislodgment was confirmed with a device check and fluoroscopy. As a result, the ra lead was repositioned during a procedure performed to upgrade the implanted pulse generator. The lead remains in service. No additional adverse patient effects were reported.